Manufacturer narrative:
A philips field service engineer went on site to evaluate the situation and the customer stated that on (B)(6) 2025 bed s311 had a falling sp02 at 8:36 and 10:34 am and the nurses stated that the alarms were delayed to when the alarms were actually happening. The fse requested the help from national support specialist (nss) went onsite saw from the clinical logs that the alarms were acknowledge and the device was functioning as specification. The nss determined this to be a clinical training problem and provided information. Based on the information available and the testing conducted we were unable to replicate the reported problem as it was a training issue. The reported problem was not confirmed. The customer was provided information as the device was operating per specification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that alarms are delayed from when actually happening - several rooms delayed. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.